Manufacturer narrative:
Date of event was approximated to (B)(6) 2012, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6), (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis sling device was implanted into the patient during a procedure performed on (B)(6) 2012. As reported by the patient's attorney, the patient has experienced an unspecified injury. On (B)(6) 2015, the patient had a surgery for mesh removal. Boston scientific has been unable to obtain additional information regarding the patient condition to date.